Event description:
During the procedure, the physician found the guidewire body severely bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned an opened cvc set with multiple components including a guide wire, an arrow raulerson syringe (ars), and an 18 ga introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire measured at 20mm and 48mm from the distal end. The guide wire length measured 600mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.795mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire were advanced through the returned ars and the returned introducer needle fully with no resistance. A manual tug test confirmed both the distal and proximal welds were intact. A device history record review was performed on the guide wire with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations towards the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the guidewire body severely bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.